Event description:
Accidental ingestion of pelletized fertilizer at workplace. Fertilizer consists of grandol, urea, potash, and diamonium phosphate which is corrosive to stainless steel. Beginning then pt had a metallic taste in their mouth originating from silver fillings in left side of mouth. A few days later rptr began experiencing heavy mucous in throat and lungs. Dr treated them for sinusitis but no relief from mucous. Began to have tendonitis and vertigo about a month after ingestion of chemicals. Began fainting four months after chemical ingestion. Rptr became chemical sensitive and unable to perform work duties 9 mos later. Rptr has been diagnosed with oral lichen planus, asthma, and high blood pressure since rptr has been off work, but rptr can't get a dr to address the issue of corrosion of dental amalgams. Rptr has been experiencing neurologic problems that a neurologist said he doesn't know how to diagnose or treat.